Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during preparation for surgery the plate broke during bending. The surgery was finalized with a third plate that was readily available. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: on the surface of the plates several traces of the bending tool are visible. Please note that titanium plates may not be re-bent back; since several times back and forth bending would weaken the material (see notice in the surgical technique guide 016.001.225). The submitted va-lcp plates were manufactured according to the specifications in december 2010 and in august 2013. No product faults could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.